Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported error 345 which was not reproduced. A review of the event history log was not able to identified the reported problem. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event happened in the pediatric area upon power up. There was no patient involvement. No additional information is available.